Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly when it was being passed through the sacrospinous ligament on the first deployment. The needle was caught inside the capio cage. The physician tried to deliver a goretex suture through the ligament and attach it to the mesh leg, but without the leaders and sheath, it snapped off. The procedure was completed with another uphold vaginal support system with no complications to the pt, who is reportedly "okay" post-procedure.

Manufacturer narrative:
The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).